Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6), united states. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a blocked pump. Pump has been manually released and worked fine afterwards. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during maintenance. There was no patient involvement.